Manufacturer narrative:
The reported complaint that the autopulse li-ion battery (sn 01536) was stuck inside the autopulse platform was confirmed during a visual inspection of the returned autopulse li-ion battery. The battery was returned stuck inside the platform and was removed from the battery compartment by pulling it firmly. The battery's guide pins were observed to be deformed after being removed from the platform. The root cause for the reported complaint was due to the damage on the guide pins of the autopulse li-ion battery, likely caused by mishandling, such as a drop. Further visual inspection revealed that the plastic on the latch side of the battery's enclosure was deformed, unrelated to the reported complaint. The damaged latch side did not cause the battery to be stuck in the platform, but it is characteristic of harsh impacts caused by user mishandling, such as a drop. Due to the nature of the reported complaint, a review of the battery archive data and functional testing was not necessary or performed.

Event description:
During shift checks, the customer noticed that the autopulse li-ion battery (sn (B)(6)) was stuck inside the autopulse platform (sn (B)(6)). The customer stated that prior to being stuck inside the platform, the battery was functioning as intended. The customer added that the autopulse platform was also displaying user advisory (ua) 45 (not at "home" position after power-on/restart). The customer couldn't rotate the platform's driveshaft to its "home" position. No patient involvement.